Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt no energy. The pacing lead was noticed to be having high and rising impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.